Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
A healthcare professional reported that the patient claims the device is causing choking. The device was delivered to the patient and was first used on (B)(6) 2026. The incident took place on (B)(6) 2026. The patient reported the issue on (B)(6) 2026 and stopped using the device on (B)(6) 2026. On (B)(6) 2026, we discussed the following: the patient saw a pulmonologist and had a CT scan that showed a nodule in the upper lung, separate from the device. The pulmonologist advised the patient to stop wearing the device approximately 2.5 to 3 weeks ago. The patient said choking only started once she was using the device (specifically last 2 remakes).the patient didn't suffer any harm/injury, and no medical intervention was required. The patient cleaned the device with foam cleaner.